Event description:
It was reported that the patient presented in clinic for follow-up. The physician stated that the right atrial (ra) lead had caused cardiac perforation at implant and was programmed off. Upon interrogation, it was found that the ra lead also exhibited diaphragm stimulation. The ra lead was explanted and replaced. Patient condition was stable.